Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the subject underwent a revision due to wear of the anatomic glenoid. No other effects noted in report.